Manufacturer narrative:
A review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is no significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with transient light sensitivity in both eyes(ou) at the 1-month post op exam. The patient comments were of very sensitive to light. Topical steroid dosage was increased to resolve symptoms. The anterior chamber ou was noted to be quiet and deep (q&d). At this time, the patient is still being managed. Best corrected visual acuity (bcva) from (B)(6) 2018: right eye pre-op 20/20 -3.50 x -.50 x 80, left eye pre-op 20/20 -4.75 x -.75 x 115.